Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. No product will be returned.

Event description:
It was reported that the following issue was observed on the device: ¿door falling off.¿ additional notes provided by the facility¿s clinical engineering support services include: ¿the top right hinge of the door had broken, which is why the door was falling off of the unit. The only thing preventing the door from falling off of the unit were the cables connecting the door to the bezel assembly. The cables weren't really meant to hold any weight, so they were starting to pull out of the bezel assembly. This meant that in addition to replacing the door, I had to replace the bezel assembly as well. After those repairs I could test the other functions on the pump, and I found that the upstream and the downstream pressure sensors were out of the proper voltage range, and that the top row of the display had a lot of segments that were missing. I replaced both pressure sensors and the display board with new ones. I recalibrated the unit, and ran it through all of its pm tests, with no further issues.¿ reported problem cause description: "incidental.¿ there was no reported patient involvement. Although additional information and product return have been previously requested, the customer provided a general statement that ¿no further information will be provided, including patient demographics and no products will be returned.¿